Manufacturer narrative:
F2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Medical staff reported capsular contracture baker grade iii. This record relates to right side. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported capsular contracture baker grade iii. This record relates to right side. Device has been explanted and replaced with non-allergan device.

Event description:
Medical staff reported capsular contracture, baker grade iii. This record relates to right side. Patient was implanted with silicone devices before they turned 21 years old. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ use error -underage : unable to observe as the event of use error is not related to the device. Additional observations: ¿ wear abrasion observed on the device. ¿ brown particles observed on the device. ¿ deformation observed. No further actions are required as the device was implanted.